Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The footrest was returned for failure analysis, and the reported issue was not replicated. In system log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The footrest was installed into the printed circuit assembly (pca) test system and started up indicating no errors. Tested the emergency power off (epo) and ergo functions with no issues. All the pedals were able to activate properly. Ran 10 power cycles and let the system idle for an hour with no errors. The probable cause cannot be determined/applicable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested the system, and the endoscope control tested ok; however, the footrest had to be replaced. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the footrest.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they experienced no endoscope control on surgeon side cart (ssc1). The procedure was completed successfully utilizing ssc2. Prior to calling the system was setup for testing by the customer with instruments installed on universal surgical manipulator (usm1) and usm3 and endoscope on usm2. The tse ensured all instruments were inserted past the cannula tip for testing. The customer confirmed the instrument movement was ok from ssc1 but no endoscope function when pressing on the endoscope pedal. The tse guided the to 'give all' to ssc2 and full functions possible on the second ssc. The tse guided the customer a mid-procedure restart and reconfirmed all functions possible again on ssc2. Control was given to ssc1 again and no change to the fault condition. The tse viewed system logs and asked the customer to hold their foot on the endoscope pedal and the endoscope control pedal was visualized on the pedal status only when the customer foot was placed to the far left of the endoscope pedal. The procedure was completed with no reported injury.